Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 5. Explanted date (d7) n/a as device explant has not been scheduled. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. Device manufacture date (h4) could not be confirmed. *see note below. 9. Section h9 n/a to this report. 10. No files attached to this report. *note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission: b1 - adverse event and product problem are selected. B5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. Date information was also corrected. D2 - common device name (product code is correct in initial submission). D3 - establishment name corrected, fax number added. E1 - initial reporter corrected to physician who reported the event to the distributor (sales representative). Sales representative's email address is removed. Section f is n/a to this report. G1, g2: establishment name and address corrected, fax number added. G3 - report source corrected to health professional and distributor and selection for company representative removed. H10 - corrected data additional information provided in follow-up submission: g1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation (03/12/2020): potential lot numbers could not be identified for this event. After further investigation, no specified lot numbers of interest could be determined due to missing information regarding the length of the implanted 2.4mm tiger cannulated screw. There are many available length options for the 2.4mm tiger cannulated screw. Therefore, lot number possibilities cannot be narrowed down for device history record (DHR) review.

Event description:
Doctor 1 corrected a bunion using the minimally invasive bunion (mib) plating system on (B)(6) 2018. The patient came in for post-op review on (B)(6) 2019 with report of pain. Fluoro was utilized to determine that the tiger lag screw (200-24-0xx, 2.4mm x xxmm tiger cannulated screw) was backing out of the site. A revision surgery will be scheduled to remove the 2.4mm x xxmm tiger cannulated screw (200-24-0xx) and doctor 1 has not yet decided if he will leave that plate hole empty or fill it with another tiger cannulated screw. If possible, the sales representative will return the 200-24-0xx to corporate upon removal. The sales representative informed sales support that the instance reported above would be the second revision surgery for this patient, once scheduled. The first revision was on (B)(6) 2019 (see MDR 3007420745-2019-00019) where the proximal screw was backing out of the site. Doctor 1 removed the proximal screw from the patient and inserted a 2.4mm x xxmm tiger cannulated screw (200-24-0xx) in its place (that was later removed and is now being reported in this MDR).

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2019. The tiger cannulated proximal screw was reported to be backing out and was removed and replaced on (B)(6) 2019 (see MDR 3007420745-2019-00019). This screw was identified to be backing out again on (B)(6) 2019 and a revision surgery was scheduled. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. An x-ray of the tiger cannulated screw backing out of the site was provided and the event was able to be visually confirmed. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunion using the minimally invasive bunion plating system on (B)(6) 2019. The patient came in for post-op review on (B)(6) 2019 with report of pain. Fluoro was utilized to determine that the 200-24-0xx tiger lag screw was backing out of the site. A revision surgery will be schedule to remove the 200-24-0xx tiger screw and dr. (B)(6) has not yet decided if he will leave that plate hole empty or fill it with another tiger screw. (B)(6) also informed sales support that this instance was the second revision surgery for this patient. The first revision was on (B)(6) 2019 (see MDR 3007420745-2019-00019) where the proximal screw was backing out of the site. Dr. (B)(4) removed the proximal screw from the patient and inserted a 200-24-0xx tiger screw in its place (that was later removed and reported in this event). Both events were received on the same day and the more recent removal was reported first.